Event description:
The customer reported that the sensor is not triggering the alarm when pressure is released from the pad. They also reported that the pad is new and this was discovered during testing, before use on a pt.

Manufacturer narrative:
(B) (4). The product has been requested to be returned but has not been received. (B) (4).